Event description:
(B)(6), clinical nurse educator reported pt was admitted to the hospital on (B)(6) 2024 for a central line infection and possible dislodgement of line. Pt experienced headache once transitioned to hospital pump. Date of discharge and length of stay for hospitalization were not reported. Unknown if md is aware. No additional information available. Reported to (B)(6) by health professional.